Event description:
It was reported that the zimmer skin graft mesher was broken. The issue occurred during surgery, a slightly bigger/wider graft had to be taken. An alternate device was reviewed for use during the surgery, and the surgery lasted for 15 minutes.

Manufacturer narrative:
May 31,2012, us and canadian customers were sent an urgent pt safety advisory info them of the need for proper care and preventive maintenance of their device info them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 08/13/2001 and was last repaired on (B)(4) 2003 for a non-related issue. Eval of the device observed damage to the roller, comb, ratchet gera, pin, spring and side plates. Prior to repair, both the test mesh and the calibration check could not be performed due to the bent comb. All cutters of ratio did not pass cutter eval and were returned to the customer as non-repairable. Repair of the device included replacement of the comb, roller, ratchet gear, pin, spring and side plates. The device has not been returned to zimmer surgical for maintenance or repair in eleven years. The customer's reported event was most likely due to the damage to the roller, comb and ratchet, which most likely caused the device to malfunction. Lack of preventative maintenance and improper handling most likely caused the damage to these components. The device was serviced and returned to the customer.